Manufacturer narrative:
(B)(4).

Event description:
Customer states: the instrument cut tissue without deploying staples. It was reported that additional tissue which otherwise would not have been removed was taken out to remedy the issue. No other adverse events were reported.result of any delay in surgery? (I.e. An extension of the hospital stay, infection, etc.?) No.

Manufacturer narrative:
Tracking number: (B)(4).